Event description:
Customer reported that the buckle detached from the leather and lock on the cuff. The date the issue was discovered was not provided. No patient incident or injury was reported.

Manufacturer narrative:
Results - the reported issue was confirmed. Evaluation of the returned product revealed that the lock has detached from the leather strap. There is fraying along the side of the stitching. The cuff can not be used as intended with the buckle detached from the leather. Note: posey instructions for use states: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. (B)(4).